Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was alleged the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2019 with the following findings: review of the black box data and download history did not reveal any activity related to the complaint. On investigation, the battery compartment was confirmed to be cracked. Investigation confirmed the damage complaint. There were no records of voltage drop in the black box data. The pump was powered on and exercised without any overheating occurring. The electrical current draws were evaluated and found to be within specifications. There was no damage, defect or contamination of the pumps interior components. Investigation did not duplicate the complaint.